Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and device received. A titan touch pump, two cylinders and reservoir were received for evaluation. The inlet tube with connector was detached for testing purposes. Examination and testing of the returned component revealed the connector fingers to be bent. Microscopic examination of the connector fingers noted instrument damage marks on them. No functional abnormalities were noted with the pump, either cylinder, reservoir or detached inlet tube with connector. The information received indicated the a auto inflation and patient dissatisfaction with the cylinder size, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument damage noted on the connector fingers occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, quality concluded that the damage most likely occurred during or subsequent to explant. This damage is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, auto inflation and the patient dissatisfied with the size of the cylinders which is too large for him.